Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history for the reported lot could not be performed as the lot number and part number are unknown. Based on the limited available information, a cause for the reported patient effects of heart failure, hemorrhage, medical intervention, and hospitalization cannot be determined. In this case, there was no reported device malfunction associated with the clip delivery systems (cds). The reported patient effects of worsening heart failure and hemorrhage as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. It is possible that these were related to patient anatomy and/or operational context; however, this cannot be confirmed due to limited patient/procedure specific information. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: dates estimated. UDI is unknown as the part and lot number was not provided. The clips remain in patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect (death) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report prolonged hospitalization, medical intervention, heart failure, recurrent mitral regurgitation, hemorrhage. It was reported through a research article identifying mitraclips that were related to the following outcomes: prolonged hospitalization, medical intervention, heart failure, recurrent mitral regurgitation, and hemorrhage. Specific patient information is documented as unknown. Details are listed in the attached article, titled combined procedure of percutaneous mitral valve repair and left atrial appendage occlusion". No additional information was provided.